Event description:
It was reported the subject device had a broken connector. There were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.